Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged to the black handle. The sealant was covering the entire balloon and exposed to blood. It was reported that the advancer tube was missing; however, the advancer tube was found inside of the shuttle cartridge tubing and engaged to the distal tamp lock as received. Based on the information provided, the condition of the returned device could have been due to a manipulation of the device after the procedure. During the investigation, the advancer tube remained engaged to the distal tamp lock when the shuttle cartridge was retracted to the black handle. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks during deployment and no damages were found. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment, no anomalies were found. The review of the lot history review (B)(4) indicated that there were no non-conformances related to this event and the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use, if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the advancer tube of a mynxgrip 5f vascular closure device was noted to be missing after the procedural sheath was withdrawn from the patient's tissue tract. The mynx device was being used in conjunction with a 5f procedural sheath for arterial closure following an interventional peripheral procedure. The user shuttled down completely. Significant resistance was not felt while shuttling down. Unusual force was not applied when retracting the sheath. It is unknown how hemostasis was achieved. The patient's hospitalization was not extended. Additional information was requested, but is not available at this time.